Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an itchy and red rash. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient¿s physician prescribed a lotion for the skin irritation. Follow up indicated that the skin irritation improved.